Event description:
A male consumer (age unspecified) accidentally swallowed an efferdent plus mint tablet (sodium perborate monohydrate, potassium monopersulfate) in 2007. Following the ingestion, he felt like his throat was closing up and that the pill was stuck in his throat. As of the same day, the outcome of the events was not resolved.

Manufacturer narrative:
The product has not been returned for failure analysis/ laboratory testing. User error may have contributed to the event.